Event description:
On an unknown date, the patient underwent initial minimally invasive fusion surgery in the lumbar region with pathfinder and ardis. At some point during routine follow-up, the surgeon noticed that the patient was experiencing pseudoarthrosis in the affected area. On (B) (6) 2010, the surgeon performed an alif revision surgery to replace the implant with a larger size due to the pseudoarthrosis.

Manufacturer narrative:
Initial implantation date is unknown. The device will not be returned. Device manufacture date is unknown. Evaluation is pending upon completed investigation of the product.